Manufacturer narrative:
(B)(4). Concomitant medical products: medical product comp primary I/m guide block: item# 407396, lot# 035460, vngd shortquick-release drill: item# 32-486259, lot# unknown. Visual inspection of the reported device has lodged inside the chuck is a fractured partial pin. Medical records were not provided. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a surgeon was inserting pin with pin inserter from comprehensive shoulder system. The pin broke inside of the inserter which in turn caused damage to the humeral head cutting block. Attempts to obtain additional information have been made; however, no more information is available.